Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital with report that the device emitted beeping tones and delivered several shocks. Attempted interrogation of the device in the hospital noted that the device was in safety mode and an interrogation was unable to be performed. Noise, oversensing and pacing inhibition for greater than 5 seconds was observed on the right ventricular (rv) channel in the hospital. The shock therapy was suspected to be inappropriate. The patient was pacemaker dependent. Boston scientific technical services (ts) discussed sensing in safety mode is unipolar and discussed removing any sources of potential electromagnetic interference (emi) and discussed that oversensing of muscle noise is not unexpected with unipolar sensing. Ts discussed testing the lead when the pocket is open. An invasive procedure was performed. The rv lead was tested on a pacing system analyzer (psa) and no noise was noted and all lead diagnostics were noted to be stable. The cause of the noise and oversensing was felt to be related to the device being in safety mode with sensing set to unipolar. The device was explanted and replaced and the rv lead remains implanted and in service. No additional adverse patient effects were reported.